Manufacturer narrative:
This MDR is being reported in an abundance of caution as serious injury due to the assumed medical or surgical intervention to treat the patient's infection. Multiple attempts were made to gather additional information including the lot number. To date, no additional information has been provided. The device was not returned for evaluation. The lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. Based on the limited information, a relationship to revolve was not determined. No further actions are required, a nonconformance was not confirmed. If additional information is received, a supplemental report will be filed.

Event description:
Limited information was reported that a patient who underwent fat grafting with revolve developed a staph and e. Coli infection.